Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's vertiflex superion spacer was providing ineffective treatment. The patient underwent an explant procedure and is doing well post-operatively.